Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name# unknown scorpio size 5 cr femur; cat# unknown; lot# unknown device name# unknown scorpio size 5 baseplate; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised after complaint of pain. Nothing was observed in x-rays, but intra-operatively the insert was found to be cracked at the medial rim, from anterior to posterior. The femoral component and baseplate were reported as well-fixed. A scorpio knee was revised to a triathlon ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.